Manufacturer narrative:
The distributor performed the evaluation and any necessary repairs. Distributor performed evaluation and repair.

Event description:
It was reported by the distributor that the customer had locked the caster incorrectly and it was swiveling (potential reduced brake force situation). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.